Event description:
On (B)(4) 2012, customer reported that their act diff instrument generated erroneously low hgb and hct results on one patient sample when compared to a redraw run on a reference instrument. The reference instrument results were considered correct. The erroneous results were reported out of the lab, however, they were questioned by a doctor and a redraw was taken and run on the reference instrument. Review of the data actually showed that the act diff instrument generated low wbc and rbc results as well, and generated x flags on all cbc parameters, except wbc when compared to the reference results. Review of the provided control data showed that the hgb was biased low in range. Calibration performed by the customer on (B)(6) 2012 showed the hgb calibration factor was lowered and that a second calibration passed on all parameters following this change. Field service engineer (fse) inspected the instrument on (B)(4) 2012, and replaced the aspiration syringe. This resolved the issue.